Manufacturer narrative:
The device is expected to be returned. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 244mg/dl. Multiple follow up attempts were made to obtain a backup insulin method with the customer; however, the customer did not respond to follow up attempts.